Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head produced cloudy images. The issue occurred during inspection for use prior to a therapeutic laparoscopic surgery procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion in the main body, water invasion in the imaging, water invasion in the cable, deformation of the main body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that for the reported allegation, the most probable cause is a component failure. Additionally, for the additional investigation finding, the most probable cause is also traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.